Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 1 of 5. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) had the hp check the alarm log and the hp saw that the se 2240 was in the log. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The tsr advised the hp to end the therapy and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.